Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('menstrual pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and uterine bleeding. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, menorrhagia, abdominal pain, genital haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: no coils or coil fragments are identified within the endometrial cavity or myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('menstrual pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and uterine bleeding. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, menorrhagia, abdominal pain, genital haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: no coils or coil fragments are identified within the endometrial cavity or myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.